Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a clinical report by a physician in (B)(6) from an observational study ((B)(4)) of bacterial peritonitis in a subject coincident with physioneal 40 1.36%. (Physioneal 40 g p/v / 13,6 mg/ml, unspecified container) therapy. On (B)(6) 2007, the subject began therapy with physioneal 40 (4000 ml every day and 2000 ml every night, lot number unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with the physioneal was not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by abdominal pain (did not include pain on infusion) and cloudy peritoneal effluent. That same day, empiric (skilled) treatment with ip vancomycin and ceftazidime ip was started (doses and frequencies not reported). On (B)(6) 2010, the abdominal pain resolved. On (B)(6) 2010, the subjects blood pressure was 131/87 mmhg. On an unspecified date, treatment with vancomycin ended. On (B)(6) 2010, treatment with ceftazidime ended. The physician reported, the primary contributing factor to the event was a break in sterile technique. At the time of the report it was reported that the subject had recovered from the event of peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the physician reported a break in aseptic technique. The assignable cause for the break in aseptic technique was not determined. Additional information: a labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.